Event description:
Event verbatim [preferred term] was too hot for her [device issue]. Case narrative:the initial case was missing the following minimum criteria: no adverse effect, product complaint only. Upon receipt of follow-up information on 27nov2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reporting for his daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare knee & elbow), device lot number h43487, expiration date 18oct2016 (as reported), via an unspecified route of administration from an unspecified date for an unspecified indication. Medical history included ongoing neurofibromatosis (born with). The patient's concomitant medications were not reported. The reporter stated he bought it for his daughter and it was too hot for her. He clarified that his daughter didn't use the product. She never used the product, she just said she cant use it. She knew she couldn't use it just by looking at it. The sample was available for evaluation and he can send it back. The action taken for the product was permanently withdrawn. The event outcome was unknown. According to product quality complaints group: the expiry associated with lot # h43487 was 31aug2016. Site sample status was not received. Dchu assessment: severity of harm: s3. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient experienced the product being too hot to use and permanently discontinued use of product. Review of complaint description concludes there is no device malfunction. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2019): new information from product quality complaints includes: expiry information (expiry associated with lot # h43487 was 31aug2016) and site sample status (not received). Company clinical evaluation comment: based on the information provided, the event of "it was too hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "it was too hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] was too hot for her [device issue] , . Case narrative:the initial case was missing the following minimum criteria: no adverse effect, product complaint only. Upon receipt of follow-up information on (B)(6)2019 , this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reporting for his daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare knee & elbow), 12 hr, device lot number h43487, expiration date 31aug2016, (previously reported as (B)(6)2016 ) via an unspecified route of administration from an unspecified date for an unspecified indication. Medical history included ongoing neurofibromatosis (born with). The patient's concomitant medications were not reported. The reporter stated he bought it for his daughter and it was too hot for her. He clarified that his daughter didn't use the product. She never used the product, she just said she cant use it. She knew she couldn't use it just by looking at it. The sample was available for evaluation and he can send it back. Packaging was sealed and intact. The action taken for the product was permanently withdrawn. The event outcome was unknown. According to product quality complaints group: the expiry associated with lot # h43487 was 31aug2016. Site sample status was not received. Dchu assessment: severity of harm: s3. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient experienced the product being too hot to use and permanently discontinued use of product. Review of complaint description concludes there is no device malfunction. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2019): new information from product quality complaints includes: expiry information (expiry associated with lot # h43487 was 31aug2016) and site sample status (not received). Follow up (16dec2019):new information from product quality complaints includes: revised expiration date to 31aug2016 company clinical evaluation comment based on the information provided, the event of "it was too hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "it was too hot" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Event description:
Was too hot for her [device issue]. Case narrative: the initial case was missing the following minimum criteria: no adverse effect, product complaint only. Upon receipt of follow-up information on 27nov2019, this case now contains all required information to be considered valid. This is a spontaneous report from a contactable consumer reporting for his daughter. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare knee & elbow), device lot number h43487, expiration date: 18oct2016, via an unspecified route of administration from an unspecified date for an unspecified indication. Medical history included ongoing neurofibromatosis (born with). The patient's concomitant medications were not reported. The reporter stated he bought it for his daughter and it was too hot for her. He clarified that his daughter didn't use the product. She never used the product, she just said she cant use it. She knew she couldn't use it just by looking at it. The sample was available for evaluation and he can send it back. The action taken for the product was permanently withdrawn. The event outcome was unknown. According to product quality complaints group: dchu assessment: severity of harm: s3. Conclusion: a summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient experienced the product being too hot to use and permanently discontinued use of product. Review of complaint description concludes there is no device malfunction. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the patient reported "it was too hot for her" which represents a potential device malfunction. There was no adverse event such as burn associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the device and the device leakage cannot be ruled out. This case will be re-assessed should additional information becomes available. Comment: based on the information provided, the patient reported "it was too hot for her" which represents a potential device malfunction. There was no adverse event such as burn associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. A causal relationship between the device and the device leakage cannot be ruled out. This case will be re-assessed should additional information becomes available.